Event description:
The customer reported that they had questionable results for eight patient samples tested for creatinine jaffe (creatinine). Of the eight samples, one was found to have an erroneous result. The sample initially resulted as 0.33 mg/dl and this result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and it resulted as 0.95 mg/dl. The repeat result of 0.95 mg/dl was believed to be correct. The patient was not adversely affected by the event. The field service representative could not determine a specific root cause. He cleaned the sample probe. He checked and adjusted the sample probe mechanism alignment. He checked the internal and external rinse water. He cleaned all of the rinse nozzles and flushed the rinse tubing. He also lubricated the analyzer and ran a precision check. The customer ran calibration and quality control; all were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Additional information was not provided for further investigation. The erroneous result caused no adverse event.